Event description:
The customer originally reported that the "power supply got problem and battery is faulty". Further information was provided that the power supply was functional; only the battery was faulty. There was no reported patient or user involvement and no adverse patient/user impact.